Manufacturer narrative:
The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with a cracked case (battery tube), cracked battery tube threads. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was crack. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.